Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the etco2 could not be calibrated. There was no reported patient involvement.

Manufacturer narrative:
The etco2 module will be replaced, the device will be performance assurance tested, and will be returned to the customer.